Manufacturer narrative:
Evaluation summary: it was caused due to the resides remained on the objective lens. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Dr is having a blurred image on her monitor intermittently. It appears as though there is a smudge on the lens that cannot be cleared with the lens cleaner. The customer has also made aware that the air/water water flow is not very strong, more of a dribble. This event occurred at the time of during use. There was no report of patient harm. B3:date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.